Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 139112, ultraclean accessory electrode 4" (10.16 cm) coated blade, was being used during an unknown procedure on (B)(6) 2026 when it was reported, ¿during a procedure with a lot of cautery the 4 inch guarded tip section appeared to melt enough to the point where the guarded section and the grey stability holder came apart from the actual blade.¿. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment was requested and found that there was fragmentation that fell into the surgical site. The fragmentation was retrieved using forceps. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4) during this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 139112, ultraclean accessory electrode 4" (10.16 cm) coated blade, was being used during an unknown procedure on (B)(6) 2026 when it was reported, ¿during a procedure with a lot of cautery the 4 inch guarded tip section appeared to melt enough to the point where the guarded section and the grey stability holder came apart from the actual blade.¿. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment was requested and found that there was fragmentation that fell into the surgical site. The fragmentation was retrieved using forceps. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.